Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working. Two weeks later, a replacement surgery was performed in which a crack in the cylinder connector was found. The cause of the cylinder connecting tube crack was not confirmed by the hospital. All the ipp components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined. No anomalies were found with the components. The functional test of pump revealed a deflation issue. Based on the information available and analysis results, the deflation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issue however the hole/perforation reported could not be identified.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working. Two weeks later, a replacement surgery was performed in which a crack in the cylinder connector was found. The cause of the cylinder connecting tube crack was not confirmed by the hospital. All the ipp components were removed and replaced. No patient complications were reported.